Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a migration of the internal magnet resulting in redness at the implant site. Subsequently, the patient was treated with oral antibiotics (date not reported) and the symptoms resolved. Revision surgery is planned to correct the magnet placement however, this has yet to occur as of the date of this report.